Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose events and was infected because customer wore the 3 days set for 5-6 days. The blood glucose value was unknown at the time of ER visit. The customer reported hyperglycemia, hyperglycemia, infection, swollen lymph nodes, hyperglycemia treated with emergency medical service/ambulance/emergency response visit, manual injection/insulin pen, emergency medical service/ambulance/emergency response visit, ems/ambulance/ER visit, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-381a, mmt-332a, mmt-7020a, mmt-1884l. Troubleshooting was performed. Customer reported an issue with the insertion site. No further patient complications were reported. No product return is required for mmt-381a. No product return is required for mmt-332a. No product return is required for mmt-7020a. No product return is required for mmt-1884l.

Event description:
Updated summery: the customer not alleged with swelling/ edema hence harm code 2093 (not alleged) was removed. For urgent care, use t011 treatment code.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (health effect clinical code & health effect impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.